Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the up, down and ok buttons were intermittently unresponsive which started three weeks ago. The reporter stated that there was no damage to the keypad. The patient reportedly wore the pump exterior to garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow keypad button was found to be hyper-sensitive and auto-scrolled when pressed; the up arrow and ok buttons were intermittently unresponsive. The contrast keypad button responded appropriately. During investigation, there was evidence of contamination found under all key contacts and the down arrow button contact was found to be inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The damage is obvious and detectable and should alert the user to discontinue use of the pump.